Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). No product available to be returned.

Event description:
It was reported that a piece of the cannula remained in the patient's body and he required surgery to have the cannula removed. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.